Manufacturer narrative:
The customers reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: failure problem type: failure mode: case resolution: recommended to replace the bottle side pressure and/or the patient side pressure sensor. If that does not fix it, replace logic board. Biomed will conduct repair and call back if any further assistance is needed.